Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump alerted the patient that the maximum total daily dose of insulin had been exceeded. The customer service representative contacted the patient several times to troubleshoot the pump and obtain additional information; however was unable to reach her by telephone. There was no adverse event associated with this issue.